Manufacturer narrative:
MFR received date: 02 sep 2019. Central processing unit printed circuit board assembly was received for evaluation. The reported issue unable to be duplicated and no root cause was able to be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported back up alarm failure. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. The device was evaluated by the field service engineer (fse) and the reported issue was confirmed and replaced the central processing unit (cpu) printed circuit board assembly (pcba) to address the reported issue and passed all testing.

Event description:
The customer reported back up alarm failure. There was no patient or user harm reported.